Event description:
It is reported that when they were refilling one of their rotating kits at the office, they saw that this product had two different labels. The foreign labeling has got a different ref number and batch number than the english labels. English labels says: lot: 60675698 and foreign labels says: lot: 60839059.

Manufacturer narrative:
This report will be amended when our investigation is complete.